Event description:
It was reported that the jelco peripheral intravenous catheter did not work properly immediately on use. It was alleged that the elbow folded easily "causing loss and waste of the material". There were several unsuccessful puncture attempts, which contributed to the patient's discomfort. No serious injury was reported in connection with this incident.